Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "recently we noticed several saline implants have pieces of silicone shell in the sterile packaging .. Looks like the piece punched out to make the port? It could get accidentally implanted as it¿s stuck to the shell."